Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age and gender unknown) the device displayed a "poor pad contact" message. Complainant indicated that there was no patient involvement in the reported malfunction.